Event description:
A customer reported being unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced symptoms of dizziness, passed out, a loss of consciousness and was unable to self-treat. Customer had contact with a third-party who provided unspecified treatment. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.